Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, it was suspected the patient had gastroparesis. Medication was administered to the patient. The case was completed with cryo. It was noted the patient experienced abdominal distension when visiting the outpatient services. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least 15 applications were performed with balloon catheter 2af284 with lot number 14146, without any issues on the date of the event. A clinical issue was encountered post procedure. There is no indication of a relation of the adverse events to the performance of the physical product. The balloon catheter was not returned for investigation. If information is provided in the future, a supplemental report will be issued.